Manufacturer narrative:
(B)(4) - blade did not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and the drive cable was found to be intact with no damage to weld integrity and the blade appeared sharp visually. Functional inspection was performed and the blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2014. During the procedure, the blade did not cut. There were no adverse patient consequences. Additional information has been requested.